Event description:
A customer reported that the tip was bent and it would not enter port during calibration of vitrectomy surgery. The surgery was completed after replacing the product with another one. There was no information about patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
Upon further assessment, it was confirmed that the initially reported bent tip referred to damage to the infusion cannula. This event does not meet the criteria for reporting under the applicable regulations.

Manufacturer narrative:
Corrected information was updated in b.2., b.5 and h.11. Upon further assessment, it was confirmed that the initially reported bent tip referred to damage to the infusion cannula. This event does not meet the criteria for reporting under the applicable regulations. Accordingly, no further reports will be submitted under manufacturer report number 1644019-2025-05122. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in h.6. And h.11. No technical inquiries were received from the customer. A sample was not received at the manufacturing site for evaluation; therefore, the condition of the product could not be verified. The reported product¿s lot number did not contain a phaco tip, preventing lot number specific reviews for similar complaints or nonconformances. However, before production release, each product history record is reviewed to ensure that all associated products meet the required specifications and release criteria. The photo attached was reviewed by the manufacturing site. The photo shows a note with other products. Reported issue cannot be confirmed from photo. Based on the evaluation of the information received, the investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time. All phaco tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).